Event description:
Pta was being performed on a lesion in the superficial femoral artery with mild calcification and moderate vessel tortuosity, the rate of stenosis was unknown. The shaft of smart control (complaint product) was kinked while inserting the device into a sheath introducer (details unknown) over a guidewire (details unknown). Therefore, another new smart control (cat/lot unk) was used instead and the procedure was completed without other problem. There was no adverse event and the patient is in stable condition. The complaint product will be returned for analysis. Upon receipt of the device, preliminary evaluation indicated that the stent was slightly protruding and there was a kink at 3.5cm from the strain.

Manufacturer narrative:
This device was returned for testing and evaluation but the engineering report is not yet available. Additional information received will be submitted within 30 days upon receipt.

Manufacturer narrative:
While inserting the smart control sds into a sheath introducer over a guidewire the shaft of the smart control kinked. A new smart control was used and the procedure was completed without issue. There was no adverse event and the patient is in stable condition. Upon receipt of the device, preliminary evaluation indicated that the stent was slightly protruding. Partial stent deployment was not reported by the customer before and during the procedure. One non-sterile smart control, iliac 6x40 was received coiled inside a plastic bag. Outer member was bent at 3.5cm from ID band. Stent was partially deployed (0.1cm). Locking pin was not received. No other discrepancies were found. The outer length was measured and found within specification. Functional test was performed without any problem. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The failure 'sds - deployment difficulty-premature/during prep' reported by the customer could not be confirmed since no anomalies were found during dimensional and functional analyses. The cause of the failure could not be conclusively determined. The failure does not appear to be manufacturing related. Neither the DHR review nor the analysis suggests that the failure is manufacturing process. Therefore no actions were taken. The failure reported 'kinked/bent' by the customer was confirmed; the cause of the failure could not be conclusively determined; however it does not appear to be manufacturing related. Controls are in placed at the final assembly and packaging processes to detect these kind of issues. Handling and procedural factors could be contributed to this condition. Neither the DHR review nor the analysis suggests that the failure is manufacturing process. Therefore no actions were taken. It is unknown if unusual force was used in the attempt to cross the lesion as pushing the sds against resistance, which can be encountered during sds advancement through calcified, tortuous or stenotic vasculature, or through other devices can cause the outer member to compress, thus contributing to premature stent deployment/stent jumping while the locking pin is still in. The IFU states, 'if resistance is met during delivery introduction, the system should be withdrawn and another system should be used.' With the limited amount of information available it is not possible to determine when the stent partially pre-maturely deployed or the cause. However, in this case, it is possible that the difficulty experienced by the customer was related to procedural factors.